Manufacturer narrative:
(B)(4). Supplemental information was provided by a physician. On an unreported date, the patient began extraneal (1.5l, ip, frequency and lot number not reported) and dianeal-n pd-2 1.5 (5l, ip, frequency and lot number not reported) therapies for renal failure chronic. On an unreported date, the patient experienced peritonitis which required hospitalization. Unspecified antibiotic therapy was rendered. On an unreported date, the patient recovered and was discharged. Extraneal and dianeal-n therapies were ongoing. The physician stated that the event of peritonitis was unrelated to extraneal and dianeal-n therapies.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined; no device malfunction or user error was identified.

Event description:
This is a spontaneous report by a consumer in (B)(6) of peritonitis coincident with dianeal unknown therapy. On an unreported date, the patient began treatment with dianeal unknown (dose frequency and lot number not reported) intraperitoneally (ip) for chronic renal failure. On an unreported date, the patient experienced peritonitis and was hospitalized. It was unknown whether a peritoneal effluent analysis or culture was performed. Treatment was not reported. The root cause and the outcome of peritonitis were unknown. Action taken with dianeal was not reported. The reporter did not provide an assessment of causality. There was no allegation of device malfunction.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.